Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed because the care giver (cg) stated the heater bag had a loose connection and disconnected from the setup while in prime and started leaking everywhere. The cause was determined to be use error, incomplete connection. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
The customer contacted baxter's technical service center to report an issue of leak while on the home choice (hc) device during use during prime. The care giver(cg) stated that the heater bag had a loose connection and disconnected from the setup while in prime and started leaking everywhere. The baxter technical representative (tsr) advised the cg to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance(ps) spoke with the care giver(cg) regarding the reported issue of a leak. The hp stated that they must not have connected properly while setting up the supplies causing the reported issues. They had discarded the used supplies and did not have lot number. The cg stated they continued therapy after starting over with all new supplies.